Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a system implanted. Subsequent to the implant, the patient experienced phrenic nerve stimulation and, thus, diaphragmatic stimulation. The patient¿s lead was then repositioned. After the repositioning, the patient was in stable condition.